Event description:
It was reported that patient one was requiring significantly more charging than before, and the other one hardly stayed charged at all. The patient under underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipgs were not returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-r, upn: m365sc11320, model: sc-1132, serial: (B)(4), batch: 204343.